Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. The customer's current blood glucose 29mg/dl,80mg/dl,79mg/dl,300mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was over delivering. The insulin pump will not be returned for analysis.